Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation, therefore the failure could not be confirmed. The clinical/medical team concluded, per complaint details, a patient ¿underwent knee debridement + liner replacement due to postoperative infection¿. The data presented in the article does not provide insight or relevance to current clinical outcomes for the prosthetic device. Without clinically relevant patient-specific supporting documentation, the root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
*Literature case* "comparison of short term result of uka and tka for single anteromedialis compartmental arthrosis". Authors: jiang zhong, shen wei-zhong, luo yuan. In this study there were 30 patients bearing genesis ii knee prosthesis. It was reported that a patient suffered from postoperative infection. The patient underwent the knee joint debridement + liner replacement revision.